Event description:
It was reported to philips that the system was unable to perform 3d rotational angiography. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system clinical use was unknown as the customer was not aware about that. A field service engineer (fse) visited the site and inspected the system and found the reported malfunction. Upon troubleshooting, fse found that system unable to perform 3dra. To resolve the problem, fse re-calibrate the detector. After re-calibrating the detector, the system was returned to use in good working order. The codes were updated based on the investigation outcome.